Event description:
It was reported that this right ventricular (rv) lead had a historical peaks in shock impedance that were out of range around 160 ohms, however more recently the values were stable at 90 - 110 ohms. The lead remains in-service, and the plan was just to monitor at this time. No adverse patient effects were reported.